Event description:
It was reported that the magnet used to reset a pacemaker may have interfered with the nerve integrity monitoring system during a procedure. Reportedly, during a procedure the nim would not signal as it usually does in a case. It appeared that during nerve stimulation there was no sound alert from the nim system. The nerve was visualized but it did not appear to be stimulated. It was noted that the patient has a pacemaker. The settings were adjusted to increase the volume so the responses could be more clearly identified and the case was completed without any impact or injury to the patient.

Manufacturer narrative:
(B)(4). Device description: the nim-neuro 2.0 is an eight-channel emg monitor for intraoperative use during surgeries in which a motor nerve is at risk due to unintentional manipulation. The nim-neuro 2.0 records electromyographic (emg) activity from muscles innervated by the affected nerve. The monitor will assist early nerve identification by providing the surgeon with a tool to help locate and identify the particular nerve at risk within the surgical field. It will continuously monitor emg activity from the muscles innervated by the nerve at risk to minimize trauma by alerting the surgeon when a particular nerve has been activated. Indications for use (IFU): this device is intended for use in surgical procedures for patient-connected intraoperative nerve monitoring, i.e. Assisting the surgeon in locating and mapping motor nerves through the use of electromyographic (emg) signals and electrical stimulus of nerves. This device is indicated for locating and identifying cranial and peripheral motor nerves during surgery. Warnings: minimization of pacemaker pacing artifacts displayed on the nim monitor screen. The pace pulse generated by pacemakers may be detected and displayed by the nim monitor as a rhythmic artifact signal. This is affected by the nim electrodes being in close proximity to the pacemaker and / or its lead wire(s). The artifact on the nim caused by the pacemaker may be reduced by repositioning the nim ground and stim return electrodes to the top of the patient's right shoulder (the acromion). The ground (green color) electrode and stim return (white color wire with red plug) electrode should be positioned about 5 cm apart, green proximal, white distal. After the electrodes are repositioned, verify that the stim return and ground impedances are proper. Blank fields on this report are a result of information not provided by the initial reporter. This product is used for therapeutic purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.